Manufacturer narrative:
As no lot number was provided it was not possible to review the retained mfg record (mr004) to confirm that the product was manufactured within specs. Reported defect: unilateral deflation of the right breast implant. Condition of product: product was received inside a single sealed peel pouch with activated sterilization indicators. The pack included distributors report and health professionals' paperwork, including decontamination certificate. Background of the surgery: original surgery was performed by dr in 1999 using hutchison hsl 380 saline-fill implants, which were filled to an unconfirmed volume. After which in 2007, the pt visited another dr in regards to a suspected deflation of the right breast implant. The pt underwent bilateral replacement surgery sixteen days later. The implants were replaced with mentor round 450 (gel filled) smooth, moderate-profile devices. Visual inspection: visual inspection identified a valve shell tear that measures approx 3mm in length is located on the 12 o'clock of the device (when the product was held in such a position that the brand name was upright and horizontal). Product inspection: pressure testing could not be completed due to the size and position of the tear. Microscopic examination (x10) of the valve shell tear identified ragged edges which are indicative of an excessive force having being used. As no lot number was provided it was not possible to review the retained mfg record (mr004) to confirm that the product was manufactured within specifications as previous surgery info was not known. Conclusion: the tear is not a mfg fault.